Event description:
It was reported that the patient was receiving uncomfortable shocking sensations from the system. Surgical intervention was undertaken on (B)(6) 2022, where the system was explanted.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000076758.

Manufacturer narrative:
The report of uncomfortable stimulation/shocking sensation was not confirmed. Analysis of the returned lead a did not identify any broken wires or anomalies that would have contributed to the allegation. Discomfort or pain is commonly associated with patient anatomy. The report stated that even after the patient turned the device off, placed it into both surgery mode and MRI mode, the discomfort continued.